Event description:
Endurance catheter was being placed by primary rn; primary rn states that while attempting to removed the catheter from the patient's arm she felt resistance. Once the catheter was removed completely part of the guidewire was missing.